Event description:
The customer reported an issue with his freestyle flash blood glucose meter which suggests the memory overwrite malfunction has occurred. The customer reported he had the following symptoms: "terrible pain in his legs and hands, sight was blurry, currently dizzy and very tired." There was no report of death or serious injury. No third party medical intervention was reported.

Manufacturer narrative:
(B)(4). The product has been requested for investigation. A follow-up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.